Event description:
It was reported that prior to use on a patient, the customer observed what appeared to be dust on the inside of the device. Ref #: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device is currently undergoing an investigation. A supplemental medwatch will be submitted when additional information becomes available.